Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date: the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis a conclusive cause the reported suture detachment could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents of suture detachment from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that puncture closure of an unspecified artery was attempted using a proglide device. Reportedly,the device "deployed but snapped/faulty." The method used to achieve hemostasis was not provided. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.